Event description:
The patient's mother reported on (B)(6) her son's blood glucose was reading 294 mg/dl and he had ketones of 3.4, so he gave a manual injection (exact dosage was not provided) of insulin. His ketones were high and he was vomiting, wasn't feeling well, couldn't even stand up and was very dizzy. She decided to bring him to the hospital. Upon arrival his bg level was starting to go down because she gave him a manual injection of 9 units of insulin. He was diagnosed with diabetic ketoacidosis and was placed on an intravenous drip. His bg history is as follows: see scanned table. He had no recent changes to his diet or exercise. He was only admitted to the hospital for a few hours. The pod was disposed of.

Manufacturer narrative:
The product will not be returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.